Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Critical care nurses reported in an online survey on behalf of a respondent that indicated the following complaint in an online chart audit: in the online survey, a physician stated that no, he/she was not able to successfully dilate the nephrostomy tract because 'the patient was unstable from the anesthesia and sedation side.' Additionally, the physician stated that no, he/she was not able to successfully place the working sheath because 'the attempt to place the sheath further aggravated the cardiac decompensation.' Finally, the physician stated that no, the patient was not stone-free at procedure completion. All in relation to x-force nephrostomy balloon dilation catheter without eagle inflation device.